Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. A low atrial lead impedance alert was noted, upon checking the atrial lead, low impedance measurements were noted. No additional information was reported.